Event description:
A surgeon reported a pt with bilateral unexpected refractive outcome following intraocular lens (iol) implant surgery. The pt had history of lasik with subsequent enhancement in both eyes. Add'l info received from the surgical coordinator indicated the pt had the iols exchanged in both eyes, which resolved the event. In the opinion of the surgeon, it is unk whether the iol caused or contributed to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).